Manufacturer narrative:
The microlab at pipetter is the ortho summit sample handling system in the united states. Customer reported that tip one of the microlab at + 2 installed in their laboratory had failed to dispense reagent as expected without generating an alarm. The field service engineer (fse) evaluated the instrument and was unable to reproduce incident. Found reagent boat was approx half full with reagent. There were no damaged tips in the waste drawer. Instrument was cleaned and tested without further problem. Repairs have returned the instrument to expected operation.